Event description:
It was reported that during an in-clinic follow-up, episodes of inappropriate ams (automatic mode switch) were noted on the right atrial (ra) lead due to over-sensed noise. Pacing inhibition occurred as a result. Programming changes were made. The patient was in stable condition.